Event description:
Same case as MFR#: 2134265-2008-03187 this complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to implant a taxus liberte' 2.50x20mm in the distal right coronary artery (rca). However, the stent delivery system was unable to cross the lesion. No patient injuries or complications were reported and the patient's status is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Visual examination of the unit revealed stent damage. Visual and microscopic examination of the stent revealed proximal and mid stent strut damage. Some of the struts were severely misaligned and twisted. This type of damage is consistent with the device encountering some form of restriction during withdrawal. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event could not be identified.